Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not appear to be warming patient. Received alert 113 reduced water temperature control and 02 low flow. Normothermia targeted temperature (tt) was 36c rate 0.5c/hr, patient temperature (pt) was 34.4c, water flow rate (wfr) was 0.2 l/m. Walked through stop therapy, disconnect and reconnect pads. Restarted therapy and water flow rate (wfr) was stabilized at 1.4 l/m. Advised to make sure water flow rate (wfr) did not drop below 0.7 l/m or call back. Also call back if they receive any alerts or alarms. Discussed adding warm blankets and warmer if not contraindicated in their protocol. Follow up on case 034494. The flow rate (fr) was issue has been resolved, but patient was still not at target temperature. Flow rate (fr) was 0.9lp, water temperature (wt) was 40.1c, targeted temperature (tt) was 36c, patient temperature (pt) was 34.6c. The normothermia rate was programmed for 0.5c/hour. Explained device was trying to warm patient at this controlled rate. Just a few minutes later water temperature (wt) had already dropped to 30c. They stated patient warmed 0.4c over the last hour. Confirmed right size pads for patient. Recommended watching patient over next hour and confirm they warm approximately 0.5c in that time. Advised we have 24/7 support if needs after hours it was 5:30pm.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not appear to be warming patient. Received alert 113 reduced water temperature control and 02 low flow. Normothermia targeted temperature (tt) was 36c rate 0.5c/hr, patient temperature (pt) was 34.4c, water flow rate (wfr) was 0.2 l/m. Walked through stop therapy, disconnect and reconnect pads. Restarted therapy and water flow rate (wfr) was stabilized at 1.4 l/m. Advised to make sure water flow rate (wfr) did not drop below 0.7 l/m or call back. Also call back if they receive any alerts or alarms. Discussed adding warm blankets and warmer if not contraindicated in their protocol. Follow up on case 034494. The flow rate (fr) was issue has been resolved, but patient was still not at target temperature. Flow rate (fr) was 0.9lp, water temperature (wt) was 40.1c, targeted temperature (tt) was 36c, patient temperature (pt) was 34.6c. The normothermia rate was programmed for 0.5c/hour. Explained device was trying to warm patient at this controlled rate. Just a few minutes later water temperature (wt) had already dropped to 30c. They stated patient warmed 0.4c over the last hour. Confirmed right size pads for patient. Recommended watching patient over next hour and confirm they warm approximately 0.5c in that that time. Advised we have 24/7 support if needs after hours it was 5:30pm. Per follow up information received via task on 31jul2025, there was not any further issues during treatment after reconnecting the pads. They stated the words low flow and marginal flow were on top of the screen but was told by the charge nurse that this was normal. Pads were disposed of after treatment.